Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cs100 intra-aortic balloon pump(iabp) machine shut down. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : e1 ( event site address ).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Other contact phone number: (B)(6) updated field: b4, d9, e3(occupation), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced and tested the power supply module. Product passed all functional and safety tests per manufacturer specifications.